Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the portex clear pvc, oral/nasal, profile soft seal cuff tracheal tubes were "failing" during surgery. According to the reporter, the tracheal tubes would not hold inflation and would leak. The patients were re-intubated during surgery. No adverse event was reported. Related MFR #'s: 3012307300-2017-00481, 3012307300-2017-00482.